Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump stopped working. The customer states that it started beeping and gave an error alarm and it's a black banner was on the screen. The customer also states that it rebooted and then gave her blank display. The customer was assisted with troubleshooting for display anomaly. The customer also performed self-test and had received blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. No audio/beep anomaly noted. Unable to confirm missing segments/partial display, watchdog timeout alarm and unable to perform any tests due to blank display.